Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5 drawing(s) referenced: n/a as found condition: the axium prime coil was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within a dispenser coil and within an introducer sheath. The echelon-10 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The axium prime pusher was found bent at ~0.8cm and ~21.2cm from the proximal end (figures c&e) and found broken at the positive load indicator with the two segments retained by the release wire (figure d). The axium prime implant coil was found already detached (figure f) and slightly damaged within the introducer sheath (figure g). Testing/analysis: the axium prime coil could not be used for resistance testing due to the damaged condition and as the implant was already detached. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, or tortuous anatomy. The returned axium prime coil was found damaged, and the pusher was found bent/broken. The customer reported the coil came out of the introducer sheath smoothly during preparation and there were no damages to the coil, therefore, it is likely the damages occurred due to advancing against the reported resistance. Customer reported devices were prepared per IFU, and vessel tortuosity as minimal. Therefore, the root cause could not be determined. The pusher was found broken and the release wire was found retracted, detaching the implant as expected by the detachment subassemblies. As the echelon-10 micro catheter used in the event was not returned for analysis, any contribution of the echelon-10 micro catheter towards the resistance could not be assessed. The axium prime coil is compatible for use with the echelon-10 micro catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil encountered resistance and was stuck in the distal section of the catheter.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right vertebral artery v4 with a max diameter of 3.6mm and a 1.9mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that in the right vertebral v4 aneurysm, after an echelon10 was brought to the lesion via avigo, apb-2-4-3d was used for embolization. It was soon discovered that the spring coil could not be pushed out. Even after pushing the middle catheter to go upper, the spring coil could not be pushed out. It was then replaced with a new apb-2-4-3d-es and deployed successfully. The catheter and coil were not damaged. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received that the coil came out of the introducer sheath smoothly.